Event description:
Reportedly, this valve was explanted after 5 years and 7 months implant duration due to aortic stenosis.

Manufacturer narrative:
Xray. Evaluation summary: examination of the returned valve revealed severe intrinsic calcification on the bellies and aortic walls of all three leaflets. Minimal extrinsic calcification was found on the free margins of the cusp 2 and the cusp 3 leaflets. Severe host tissue overgrowth was noted on the inflow aspect of the valve that had encroached onto the orifice by 6mm. The commissure post 3 was covered with host tissue. The calcification and host tissue overgrowth may have led to wavy free margins, incomplete coaptation, and stenosis. Calcification and host tissue overgrowth are patient-related issues.